Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required slight adjustment due to soft tissue interference.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed, as there were no images or CT-scans provided. The surgeon identified soft tissue interference as a contributing factor but reported no issues with the implant design. A cerebrospinal fluid (csf) collection occurred post-procedure, requiring medical intervention, which the surgeon attributed to the procedure rather than the device, and overall expressed satisfaction with the implants used in the study; device records confirm the implant was manufactured per specifications with no device-related problems found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.